Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# 0208404142, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced paralysis after the "return in chamber." Further clarified as after the procedure the patient was good, stayed for about three hours in the recovery room still good. After three hours the patient went back to their room, and the paralysis came. The patient had a discal hernia at d8 and d9. The cause of the paralysis was hematoma. Surgical intervention was needed and a decompression of d12 and d8 was done. The lead was implanted and explanted on (B)(6) 2016. There was no problem with the device. The issue was resolved at the time of this report. The patient was alive with no injury. The patient's medical history includes a hernia at d8 and d9.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.